Manufacturer narrative:
Event date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery wasn't holding a charge like it used to and that they felt jolting near the lead site in the middle of their back. The patient fell multiple times approximately three months ago- they fell flat on their back on ice once and another time onto a coffee table, hitting the battery site. There was bruising at the battery site. Their battery was discharged at the time of the meeting and the patient was told to charge prior to meeting on (B)(6) so that impedances could be checked. No further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the manufacturer¿s representative reported that it was unknown to what extent the patient¿s fall affected the ins. As an action taken to resolving the jolting sensation/battery not holding a charge like it used to, the patient was reprogrammed. It was noted that the jolting happened when the stimulation was off as well, so it was determined not to be caused by the stimulation. The jolting sensation was reported as resolved as it was unrelated to the stimulation.